Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date the review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. The logfile showed multiple successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy was detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. According to initial description, the patient may have squeezed at the end causing the meniscus to creep in towards the flap hinge. No technical root cause was identified as the product was found to be within specifications. Possible contributing factor, as mentioned in the initial description, could be that the patient squeezed at the end, which led to the reported problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that suction broke as side cut was being made on a patient's left eye during a lasik procedure. A partial side cut was completed. Superior section from five to seven o'clock showed meniscus near the side cut. The surgeon attempted to lift that area before entering through at the three o'clock position. This confirmed no side cut superiorly. The surgeon will have the patient return at a later date to attempt to complete treatment.